Event description:
It was reported that a merlin.net transmission revealed noise on the pace/sense portion of the lead. The device was reprogrammed until the lead could be replaced. The lead was capped and replaced. The noise was not reproducible at the time of surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.